Manufacturer narrative:
The motor error alarm occurred during rewind due to corroded motor home switch. We were unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners.

Event description:
It was reported the insulin pump alarmed motor error. The device has alarmed more then three times. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.